Event description:
It was reported that there is persistent germ in device. No negative impact in state of health reported. No information if device was used or how the issue was identified. According to actual information there is no information that there was a risk for patient. According to the new information received on novemeber 19, 2025 there were infections after surgery and an antibiotic therapy was necessary.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).